Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient reported experiencing a hypoglycemic event resulting from a discrepancy between the glucose values displayed on the dexcom cgm and the blood glucose meter. The patient stated the dexcom cgm displayed a reading that was higher than their true blood glucose meter value, and the patient fainted as a result. The patient refused to provide any further details regarding the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.